Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that it was not possible to inscrew the implant holder which resulted in a removal of the device. It was not possible to reimplant the device. There was no harm for patient, operator or third party reported. No further information received. On 16-aug-2021: update: further information were provided that the reported event occurred during a surgery and the surgeon had to switch from a double row suture to a single row. On 23-aug-2021: update it was further reported that the reported event occurred during a rotator cuff surgery. On 24-aug-2021: update: further details about the event were provided. During the surgery it was not possible to inscrew the implant holder. Due to this failure the device broke while forcing on the screwdriver. Therefore it was not possible to reimplanting another anchor at this place since a piece of this anchor remained in the patient and the surgery was then finished with a single row suture instead of a double row. On 25-aug-2021: update: further information were provided by the surgeon that the initially provided information was not correct. The implant could not be detached from the metal tip. The surgeon had to pull on the handle to remove the whole device. This resulted in bone damage for the patient and the implant site was enlarged. She was not able to leave it in that location and therefore only able to do a single row.

Manufacturer narrative:
Complaint not confirmed. Visual evaluation did not show any damaged to the returned device. All components are still present and undamaged. Functional evaluation showed the metal tip eyelet was able to be unscrew. Device was functional.